Manufacturer narrative:
The reported event of premature depletion was not confirmed. The device was in normal range of operation level upon receipt. The device image was analyzed, and auto settings was enabled. When auto settings are enabled, the device will adjust pacing output based on patient requirement and this may affect the projected longevity. Further electrical and mechanical analysis was performed and the device showed normal operation and no anomalies were noted. A longevity calculation was performed and the device had appropriate longevity remaining.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.